Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to the second of two devices that were used in the same procedure. Refer to manufacturer report number MFR. Report # 3005099803-2020-02426 for the first flexiva 1000 laser fiber and MFR. Report # 3005099803-2020-03704 for the second flexiva ID tractip 200 laser fiber. It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva ID tractip 200 laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis 60 watt laser console. According to the complainant, during the procedure, when the physician stepped on the foot pedal, there was no aiming beam and no energy coming out from the flexiva ID tractip 200 laser fiber. The fiber was broken 18 inches back from the tip. The physician opened a second of the same device and the laser fiber was working. At the end of case, while withdrawing the laser fiber from the ureteroscope, it was noted to broken at the same spot. The procedure was successfully completed with the second flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event.